Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level. Customer's blood glucose was 500 mg/dl at the time of incident. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. The customer also reported that insulin pump was damaged. The customer troubleshoot was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the displacement. Insulin pump received with cracked battery tube threads and stripped battery cap(p) coin slot. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.